Event description:
It was reported that the patient experienced difficulties with this inflatable penile prosthesis (ipp). Two weeks later, a surgical procedure was performed and it was found that there was a crack in the right cylinder connecting tube. The cylinder and pump were removed and replaced with new ones. There were no patient complications reported.